Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the patient had fallen on (B)(6) 2014. Review of the transmission revealed, low impedance on ventricular lead resulting in auto polarity switch; noise reversion episodes were also observed. The patient was brought into the clinic on (B)(6) 2014 for further evaluation. Bipolar loss of capture was observed, when the patient raised the left arm. Chest x-ray revealed the lead had shifted from implant. During lead revision, it was noted that the suture sleeve was twisted around the lead resulting in insulation abrasion and outer coil issue. The lead was explanted and replaced. The patient was doing well post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found that the lead was returned in two pieces. Visual examination found the outer insulation damaged and kinked outer coil due to twisted lead located proximal to the suture sleeve tie mark. The damage caused by suture sleeve resulted in electrical short between two conductors, which most likely contributed to the reported complaints of noise, loss of capture and low impedance.